Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump screen was unresponsive during a supply change after the device had reset, and the user could not proceed with the fill tubing step until the pump was restarted and paired through the mobile app; the issue aligned with a touchscreen input problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with touchscreen functionality consistent with an unresponsive key or button behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.